Event description:
Device history record was reviewed, no event linked to the reported issue was observed. The reported device was not sent for investigation and its log history was not provided, therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served repair site, nova scotia health canada. Therefore the reported device was not sent to brézins for investigation as repairs are carried out locally. Battery was replaced to solve the reported issue. However the part was not sent back for further investigation therefore the root cause cannot be identified. Note: battery performance can be affected by long storage, deep discharge or a high frequency of use on affected battery. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The estimated risk compared to the reported risk is lower. For this issue as per our local procedure, we initiated no action.

Event description:
Defective battery.